Manufacturer narrative:
(B)(4). Date sent 3/13/2025. D4 batch #230d41. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device arrived with no apparent damage. No battery was received. The anvil was received with a cut washer and there were staples present in the device. Due to staples present on the device is possible that the returned anvil does not belong to the returned device since anvils are interchangeable with the same product. When the test battery was installed the green checkmark illuminated indicating that the device was not reset. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the cam was rotated so that it was touching the stop switch actuator. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 230d41, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/4/2025. Additional information was requested, and the following was obtained: 1. Was the battery plugged in fully with backlight lit? Unknown. 2. Was the device in range? Yes. 3. Was the safety disengaged? Yes. 4. Could you please clarify if device was able to activate? No. 5. If yes, could you please clarify if the firing speed was affected? N/a. 6. Could you please clarify if there was any damage found? No.

Manufacturer narrative:
(B)(4). Date sent 2/24/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported during a rectum procedure the stapler could not be triggered. No function contact error of the battery. No patient harm nor significant delay reported. Procedure finished with same like device

Manufacturer narrative:
(B)(4). Date sent 1/28/2025 d4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the battery plugged in fully with backlight lit? Was the device in range? Was the safety disengaged? Could you please clarify if device was able to activate? If yes, could you please clarify if the firing speed was affected? Could you please clarify if there was any damage found? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.